Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous left anterior descending artery (lad). Prior to orbital atherectomy, pre-dilation was performed with a 2.00mm balloon and the lesion was observed with intravascular ultrasound (ivus). After observation, the oad was advanced with glideassist mode to cross the lesion. A high speed treatment was attempted, however, the oad crown did not spin and an unusual noise was noted. The oad was removed from the patient. Cine angiography observed a type a artery dissection occurred. Hematoma was observed proximal to the lesion. Therefore, a covered stent was implanted and the procedure was completed with no further patient complications. The patient was in stable condition. In the physician's opinion, the hematoma was due to the dissection and the dissection may have been caused by the glideassist mode. It was indicated the saline pump functioned as intended.

Manufacturer narrative:
E1 establishment name: (B)(6) . H6: codes 4118, 3233, and 11 no longer apply. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported activation problem, noise, audible, vascular dissection, hematoma and related medical intervention appears to be related to operational context in this case it is possible that the reported activation problem, noise, audible, vascular dissection, hematoma and related medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 establishment name: (B)(6). E1 city: (B)(6) shibata district.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous left anterior descending artery (lad). Prior to orbital atherectomy, pre-dilation was performed with a 2.00mm balloon and the lesion was observed with intravascular ultrasound (ivus). After observation, the oad was advanced with glideassist mode to cross the lesion. A high speed treatment was attempted, however, the oad crown did not spin and an unusual noise was noted. The oad was removed from the patient. Cine angiography observed a type a artery dissection occurred. Hematoma was observed proximal to the lesion. Therefore, a covered stent was implanted and the procedure was completed with no further patient complications. The patient was in stable condition. In the physician's opinion, the hematoma was due to the dissection and the dissection may have been caused by the glideassist mode. It was indicated the saline pump functioned as intended.